Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat paroxysmal atrial fibrillation in the left atrium a faradrive steerable sheath clear was selected for use. Aspiration was performed while the sheath was being inserted into the body and the farawave was being inserted into the sheath. Continuous air aspiration was observed in the syringe. It is unknown if air was observed in the patient. The sheath was replaced, resolving the issue. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. Which would have caused visible air bubbles and air ingression into the sheath, resulting in the occurrence of this event. Furthermore, additional finding revealed during examination of the hemostatic valves, both valves were deformed due to the prolonged insertion of the dilator, resulting in defective valves that contributed to the leak during leak performance testing.

Event description:
During a pulmonary vein isolation to treat paroxysmal atrial fibrillation in the left atrium a faradrive steerable sheath clear was selected for use. Aspiration was performed while the sheath was being inserted into the body and the farawave was being inserted into the sheath. Continuous air aspiration was observed in the syringe. It is unknown if air was observed in the patient. The sheath was replaced, resolving the issue. No patient complications were reported. The device is expected to be returned for analysis.